Event description:
A hemodialysis patient coded with the use of this dialyzer. The facility was contacted, a verbal report was received from don as well as the treatment sheets of this event. For this event, the patient had a bp pre rx of 241/112 and was given an order for nitro-bid 2% 2 inch topical for increased bp. The patient also presented with periobital edema and edema in both lower extremeties. The targetfluid removal was 2.3 kg. The hemodialysis therapy with a bp of 237/117. Shortly thereafter, the patient's bpwas 128/69 and the staff infused 350 ml of ns and also reinfused pt's blood. Patient c/o" not feeling good" and almost passed out. 02 @ fl given via nc with patient's head down nitro paste removed. Bp now at 258/120 abnd the nitro paste reapplied with pt still reporting "not feeling good". Patient lethargic and weak but responsive. An ambulance called to tranfer patient to the local ER for eval. The patient was later discharged. According to donb, she believes the symptoms "could not be e-beam. This patient is withdrawn, had increased bp, not taking her meds, has increased fluid and not tolerating large fluid removal. The patient is offered extra treatments but the patient does not respond. This patient has recently lost her husband who was also a dialysis patient. She is frequently notes as stating "he is waiting for me" this patient has a history of apnea and cardiac failure". A new order was written to remove up to 3.5kg of fluid per treatment. There is companion sample. The patient continues hemodialysis with 180nr.